Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up after receiving a vibratory alert for low impedance on the left ventricular lead. No patient symptoms were reported. Interrogation found that impedance had returned to normal values. All other electrical values were normal. Past temporary instances of low impedance were noted. No changes were made and the patient would continue to be monitored.